Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. Several 1720 errors were found recorded in the event log. The customer's reported problem regarding "showed lec 1720 code" was able to be duplicated. Power up of the pump displayed lec 1720. Simulated use was able to download event log and read out the pump error log. The event log verifies that the event occurred (several 1720 alarms recorded). 1720 error is power_backup_cap_failure. It's recommended to replace back up capacitor to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1720. No adverse effects were reported.